Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification during a supply change. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 270 mg/dl. The customer administered a manual injection. Reportedly, a tandem employee met with the customer and assisted the customer with completing the load sequence successfully.